Event description:
Pt in emergency dept for chest pain, pt placed on defib with fast patches. Deffib turned to "monitor". Then employee pressed "pacer on" button. Pt immediately complained of "I feel like I was shocked." No changes in electrocardiogram noted. No other shocks. Biomed checked machine without any trouble found. Pt admitted after for myocardial infarction. MFR called on 12/18/1998.